Manufacturer narrative:
(B)(4). Eval: method: work order search. Results (other): a parent/child work order search was performed and no similar complaint found. Conclusion (no conclusion can be drawn): based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that as the surgeon inserted a cc4204a collamer plate lens and it tore apart as it was inserted into the eye. An implant knife was used to remove the lens without any pt injury.